Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead exhibited loss of capture. During revision procedure, it was found that the rv lead helix exhibited failure to extend. The rv lead was explanted and replaced. Patient condition was stable.